Manufacturer narrative:
Corrected data: h6. Reference CAPA: 20-00141.

Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-02836, 2015691-2018-02837, 2015691-2018-02838, 2015691-2018-02839. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Reporting and capture are being done conservatively. No additional patient or procedural factors were provided that could determine a root cause. The cardiac tamponade events were likely related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), per article: ¿short-term outcome and hemodynamic performance of next-generation self-expanding versus balloon-expandable transcatheter aortic valves in patients with small aortic annulus¿, a total of 246 patients with symptomatic severe aortic stenosis and small annular dimension underwent transfemoral tavr at 5 centers in germany. An accurate neo device size s was implanted in 129 patients, whereas 117 patients received a sapien 3 size 23 mm prosthesis. Two patients suffered a stroke. Nineteen patients had vascular complications (minor and major). Eleven patients had a bleeding (minor, major and life-threatening). Fourteen patients had a permanent pacemaker implanted. One patient suffered a cardiac tamponade.